Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 18409860. Product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18560717. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14312370/14312370.

Event description:
It was reported that patient experienced discomfort and bruising in the pocket site area. It was noted that patients spinal cord stimulator paddle lead had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were kept by the medical facility.